Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting treatment to the mid abdomen on (B)(6) 2023 using the cooladvantage, coolcore applicator and the patient was presented with paradoxical hyperplasia (ph) to the mid abdomen.

Manufacturer narrative:
Paradoxical adipose hyperplasia (ph/pah) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained. E1 (phone number): (B)(6).

Manufacturer narrative:
Correction: d4 related product added to complaint. D4 (catalog #): sa16787 d4 (serial number): (B)(6). D4 ¿ primary UDI number: (B)(4). D4 (catalog #): sa16787 d4 (serial number): (B)(6). D4 ¿ unique UDI number: (B)(4).

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting treatment to the mid abdomen on (B)(6) 2023 using the cooladvantage, coolcore applicator and the patient was presented with paradoxical hyperplasia (ph) to the mid abdomen.